Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy at the outpatient infusion center. It was reported that the two drugs that create the problem the most are ivig which comes in 100 ml bags and are infused at 200 ml/h and carboplatin which is mixed in 400 ml bags and infused at the max speed. It was also reported there was no patient injury.